Manufacturer narrative:
Product ID 81192, serial# (B)(4), implanted: 1996 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8703w lot# l38190, implanted: 1996 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that telemetry had confirmed that a critical alarm was occurring due to a low battery reset. The event logs showed that the reset had occurred on (B)(6) at 9:48am. In addition, it was seen that the pump had transitioned to safe state and a motor stall occurred with the message ¿stopped pump may exceed tube set¿. It was stated that the pump had been alarming since over the 2013 (B)(6) weekend. It was noted that the patient had dementia and was fine. He was taking oral medication, so he had no withdrawal symptoms. The device system was used to deliver morphine and droperidol.